Event description:
The customer's spouse reported via telephone call a hypoglycemic event where the blood glucose reading was 30 mg/dl. The customer was treated at home with a shot of glucagon. The spouse also reported a low suspend alarm and stated that the customer's blood glucose at the time of the call was 95 mg/dl. The spouse was unable to troubleshoot and did not have the insulin pump available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.